Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a plastic particle was seen in the aspirated solution after the bd¿ blunt fill needle was used to puncture the vial. The following information was provided by the initial reporter, translated from portuguese: "we noticed that the red needle is dropping a small plastic particle after some time of use. Needle for suction, 25x1.2mm." When did the release of small plastic particles from the needle occur? Was it at the time you used the needle to aspirate the medicine or later? The particle was observed in the aspirated solution, which was transferred to a bag. It is not possible to identify whether it was during aspiration or later. When opening the package, was it possible to observe if there was any damage (crushed/cracked/bent) on the hub (colored part) of the needle? There is no damage to the needle hub, we even made a cut to check for plastic burrs, which was not observed. Was there any harm to the patient/health worker? No, it was identified before use. Was there chemotherapy exposure to the mucous membranes or skin of the health professional? No. What medication was being administered? Parenteral nutrition.

Event description:
It was reported that a plastic particle was seen in the aspirated solution after the bd¿ blunt fill needle was used to puncture the vial. The following information was provided by the initial reporter, translated from portuguese: "we noticed that the red needle is dropping a small plastic particle after some time of use. Needle for suction, 25x1.2mm." ¿ when did the release of small plastic particles from the needle occur? Was it at the time you used the needle to aspirate the medicine or later? The particle was observed in the aspirated solution, which was transferred to a bag. It is not possible to identify whether it was during aspiration or later. ¿ when opening the package, was it possible to observe if there was any damage (crushed/cracked/bent) on the hub (colored part) of the needle? There is no damage to the needle hub, we even made a cut to check for plastic burrs, which was not observed. ¿ was there any harm to the patient/health worker? No, it was identified before use. ¿ was there chemotherapy exposure to the mucous membranes or skin of the health professional? No. ¿ what medication was being administered? Parenteral nutrition.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-jul-2022 h6: investigation summary sample and photos received for investigation. Upon visual inspection, red foreign matter is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the needle feeding system in the packaging machines. As an action, a description of the polishing of the pins periodically will be added to the preventive maintenance scripts, thus reducing the possibility of the exacerbated development of burrs that could damage the materials and the generation of foreign matter. H3 other text : see h10.